Manufacturer narrative:
No patient information as no patient was involved in this concern. Device manufacture date not provided. New spine clamp sent to site per RMA. The suspect spine clamp will not be sent in for evaluation.

Event description:
Medtronic representative reported broken open spine clamp. This event did not occur during surgery and no patient was present.